Manufacturer narrative:
The device was discarded by the customer, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following the implant of this tricuspid bioprosthetic ring, tricuspid regurgitation was noted after coming off-pump. The physician noted a defect in the septal leaflet and decided the patient needed a fuller ring. Therefore, the ring was explanted, and a full ring was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported information indicates that this device was not the best choice for the patient. There was no allegation of a product quality or potential manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.